Manufacturer narrative:
E1: facility name (B)(6).investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no disposable. Per reporter, the alarm was silenced, settings were reviewed, pump was powered off, and gently slapped the pump on the back and sides. The pump was restarted, but the alarm persisted, so the pump was powered off again, tubing clamped, and the cassette was removed/rubbed and pinched the tubing to break up the air bubbles, replace the cassette, and restart the pump. The alarm persisted, so troubleshooting steps were repeated, but the alarm still persisted. Patient was redirected to their physician. The pump would not run, and patient had 10.6 ml left. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. The product was not returned, no evidence provided for review. Based on the review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.